Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer leak occurred one hour and ten minutes after initiation of a patient¿s hemodialysis (hd) treatment. The nurse detected a slight blood drip from the top head on the arterial side of the filter to the arterial hansen connector. The patient¿s blood was returned. The estimated blood loss (ebl) was unknown. The patient was able to complete treatment after re-setting up supplies. The dialyzer was available to be returned for manufacturer evaluation. Photos were provided for the investigation. Additional information was requested but was not received to date.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer leak occurred one hour and ten minutes after initiation of a patient¿s hemodialysis (hd) treatment. The nurse detected a slight blood drip from the top head on the arterial side of the filter to the arterial hansen connector. The patient¿s blood was returned. The machine did not alarm with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 10 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Photos were provided for the investigation. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photo was provided. The photo shows three different angles of the dialyzer connected to the machine. There appears to be blood in the threads of the header cap. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and (B)(6) 2018. (Blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer leak occurred one hour and ten minutes after initiation of a patient¿s hemodialysis (hd) treatment. The nurse detected a slight blood drip from the top head on the arterial side of the filter to the arterial hansen connector. The patient¿s blood was returned. The machine did not alarm with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 10 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Photos were provided for the investigation. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
D10 concomitant medical product and therapy date codes correction: h6 component code.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer leak occurred one hour and ten minutes after initiation of a patient¿s hemodialysis (hd) treatment. The nurse detected a slight blood drip from the top head on the arterial side of the filter to the arterial hansen connector. The patient¿s blood was returned. The machine did not alarm with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 10 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Photos were provided for the investigation. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.